Event description:
Additional information: it was reported that patient did not have any pain relief and her doctor had performed a rotor dye study. In regards to the withdrawal it was added that it was "awful and frightening" to the patient. Per the reporter the doctor had noted that the "faulty pump needed to be replaced". Patient continued to experience excruciating pain daily; "felt helpless and had to work with chronic pain". A follow-up report will be sent when additional information becomes available.

Event description:
It was reported that "during the holidays ((B)(6) 2011)" the pain pump stopped working. The patient "experienced major medication withdrawal symptoms which were escalating so quickly that she thought she was going to die." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.